Event description:
It was reported that at implant a lead insulation abrasion was suspected. The wire became "stuck" in the eld, a great deal of force was used to pull the wire out. The lead was damaged and explanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis as normal. No anomaly was found.